Event description:
In 2009, the pt underwent the surgery with g3 u-blade nail. A few days later, the surgeon found that the lagscrew was cut out from pt femoral head, and the u-blade was unfolded excessively. The following month, the implants were removed from pt. During removal surgery the u-blade had broken. (Broken piece was removed from pt) dr. Commented that at the primary surgery the reduction was not enough and this might had contributed to the cut out of the lagscrew.

Manufacturer narrative:
Device was discarded by hospital. No evaluation will be performed. If additional information becomes available it will be submitted on a supplemental report.